Event description:
It was reported that the customer has experienced high blood glucose between 300 and 400 mg/dl. It was stated that the customer has had issues with infusion sets from the same batch. Customer starts getting high blood glucose at the third day of use of the infusion set and readings go down after changing the set. No additional information was obtained as the caller was not hippa verified. She was advised to have one of the customer's parents call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.